Event description:
It was reported that there was one event, in which, etoposide leaked from clave during a patient infusion. It was also stated that the healthcare worker wore gloves, but we are not sure whether the healthcare worker touched the chemotherapy drug or not. There was patient involvement, no adverse event and no patient harm or delay in critical therapy reported. No additional information is available.

Manufacturer narrative:
The device has been received; however, the investigation has not yet begun.

Manufacturer narrative:
Received one (1) used ch-14 chemoclave vented bag spike for inspection. As received, the filter vent material of the ch-14 vent was wetted out with prior infusate. No other damages or anomalies were noted. The set was leak tested per product specifications. The ch-14 filter vent leaked from multiple locations of the filter material. The reported complaint can be confirmed. The probable cause of the observed leakage is due to temporary or permanent loss of the hydrophobic properties of the filter vent material due to infusate interaction during use. A device history review (DHR) review could not be conducted because no lot number(s) was/were identified.